Event description:
It was reported that one month following a bilateral iol implantation surgery, a pt presented with z syndrome in both eyes. A secondary surgery was performed on the right eye to rotate the lens and replace it in the capsular bag. However, the surgeon explanted the lens because he was unable to free the haptics, leaving the polyimide loops inside the bag. A standard monofocal lens was implanted. Ucdva was 6/10 post lens exchange. Iol explant for the left eye is scheduled for (B)(6). This report is for the left eye. Add'l info has been requested but no new info has been rec'd. Reference 2031924-00130 for the report regarding the right eye.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.